Manufacturer narrative:
One device was returned for analysis of complaint that device showed downstream occlusion (dso). Review of service history found the device was serviced in may 2025 for downstream occlusion sensor. The dso was replaced. Review of event log found nothing related to the complaint. Visual and functional testing was performed. Complaint of upstream occlusion could not be confirmed through visual inspection or occlusion testing. Device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while doing the upstream occlusion without turning on downstream, the device was showing downstream occlusion. There event occurred during testing.